Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a right atrial (ra) lead it was noted the lead had moved. The lead was left in place overnight however the next morning x-ray noted it had dislodged further. The lead was removed and replaced. No patient complications have been reported as a result of this event.